Event description:
The manufacturer received information alleging a patient expired while on a ventilator. The caregiver entered the room and found the ventilator unplugged from ac power. The device has yet to be returned to the manufacturer for evaluation. A follow-up report will be submitted when the manufacturer's investigation is complete.